Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.

Event description:
Information received indicates the brake casters at the head end of the stretcher would set but continue to swivel when in brake.